Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('the procedure and the 03 months after was awful - gradually the pain slowed to an ache') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, miscarriage, c-section and uterine cervix dilation procedure (for essure insertion procedure). Consumer had no history of headaches prior to essure. Family history included uterine cancer. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural haemorrhage ("bled everywhere"), flatulence ("explosive stomach"), abdominal distension ("ebelly was so bad it hurt from the bloating"), procedural pain ("the procedure and the 03 months after was awful - gradually the pain slowed to an ache"), headache ("headache"), procedural complication ("tube and uterus were going into spasms and she kept forcing it"), fallopian tube spasm ("tube and uterus were going into spasms and she kept forcing it"), uterine spasm ("tube and uterus were going into spasms and she kept forcing it"), back pain ("horrible back pain which will go into hips and down the leg") and musculoskeletal stiffness ("stiffness in spine all the way up to neck") and was found to have weight increased ("gained almost 20 lbs with essure") and uterine leiomyoma ("diagnosed with fibroids shortly after getting essure"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain and procedural pain was resolving, the procedural haemorrhage, weight increased, flatulence, abdominal distension, uterine leiomyoma, headache, back pain and musculoskeletal stiffness outcome was unknown and the procedural complication, fallopian tube spasm and uterine spasm had resolved. The reporter considered abdominal distension, back pain, fallopian tube spasm, flatulence, headache, musculoskeletal stiffness, pelvic pain, procedural complication, procedural haemorrhage, procedural pain, uterine leiomyoma, uterine spasm and weight increased to be related to essure. The reporter commented: consumer was a vegetarian who would eat very little processed foods and maintained under 1400 calories and she gained almost 20 lbs with essure despite all that. It wasn't until she could hardly eat from the explosive stomach the last 08 months before she had essure removed that she lost any weight. There were times the ebelly was so bad it hurt from the bloating. All that time she could not figure out what she was doing since nothing had really changed, yet she gained weight. For her, the procedure and the 03 months after was awful. Gradually the pain slowed to an ache from time to time and sharp pains from time to time when exercising. Though not debilitating it was still scary. It was the worst pain she had ever felt. Physician told consumer that the spasms during essure insertion procedure were from not having a vaginal birth. It took her about 30-35 minutes to get it in. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('the procedure and the 03 months after was awful - gradually the pain slowed to an ache') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, miscarriage, c-section and uterine cervix dilation procedure (for essure insertion procedure). Consumer had no history of headaches prior to essure. Family history included uterine cancer. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural haemorrhage ("bled everywhere"), abnormal weight gain ("gained almost 20 lbs with essure"), flatulence ("explosive stomach"), abdominal distension ("ebelly was so bad it hurt from the bloating"), procedural pain ("the procedure and the 03 months after was awful - gradually the pain slowed to an ache"), headache ("headache"), procedural complication ("tube and uterus were going into spasms and she kept forcing it"), fallopian tube spasm ("tube and uterus were going into spasms and she kept forcing it"), uterine spasm ("tube and uterus were going into spasms and she kept forcing it"), back pain ("horrible back pain which will go into hips and down the leg") and musculoskeletal stiffness ("stiffness in spine all the way up to neck") and was found to have uterine leiomyoma ("diagnosed with fibroids shortly after getting essure"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain and procedural pain was resolving, the procedural haemorrhage, abnormal weight gain, flatulence, abdominal distension, uterine leiomyoma, headache, back pain and musculoskeletal stiffness outcome was unknown and the procedural complication, fallopian tube spasm and uterine spasm had resolved. The reporter considered abdominal distension, abnormal weight gain, back pain, fallopian tube spasm, flatulence, headache, musculoskeletal stiffness, pelvic pain, procedural complication, procedural haemorrhage, procedural pain, uterine leiomyoma and uterine spasm to be related to essure. The reporter commented: consumer was a vegetarian who would eat very little processed foods and maintained under 1400 calories and she gained almost 20 lbs with essure despite all that. It wasn't until she could hardly eat from the explosive stomach the last 08 months before she had essure removed that she lost any weight. There were times the ebelly was so bad it hurt from the bloating. All that time she could not figure out what she was doing since nothing had really changed, yet she gained weight. For her, the procedure and the 03 months after was awful. Gradually the pain slowed to an ache from time to time and sharp pains from time to time when exercising. Though not debilitating it was still scary. It was the worst pain she had ever felt. Physician told consumer that the spasms during essure insertion procedure were from not having a vaginal birth. It took her about 30-35 minutes to get it in. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.